Manufacturer narrative:
The attached file "initial report from 19nov2019 and 20nov2019 site visit" indicates that the customer has 8 iui's that were corroded was confirmed during a technical practice consultant site visit. However, the iuis will not be returned for investigation. No additional information was provided. No products were returned for investigation. The products involved in this investigation was used for patient treatment. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit, it was reported that iuis were corroded. No additional information is available.